Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The product was returned, and the placement signal issue was not confirmed. Console logs from the reported day of event were consistent with complaint and indicated that the reported issue is a known pattern failure caused by a temporary loss of optical placement signal. Console was inspected in danvers, and its optical system was found to be operating within specification. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient in acute myocardial infarction/cardiogenic shock was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a placement signal issue that was resolved by switching to another console. Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.